Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
It was reported by the patient that he is experiencing pain in abdomen especially when he bends. Has knots and bulges as if he has more hernias. Patient is scheduled for explanting of the mesh in 2007.